Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction added to fields: e1, h8. Additional information added to fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction confirmed. In addition, the following reportable malfunction was found during the device evaluation; an e101 error occurred. Based on the results of the investigation, it is likely that the issues occurred due to failure of the cooling fan; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: error code: e101. Content: clv temperature err. Confirm ventilation grills. Detail: the temperature inside of the light source has increased, and the safety mechanism is working. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the exhaust fan of the light source had failed. There were no reports of patient harm.